Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 500 mg/dl with trace to small level of ketones. To address the bg level, the customer used manual injections and brought bg level down to the mid-200's (mg/dl). Reportedly, the customer was ill. Recommendation was made to consult with health care provider regarding diabetes management.